Manufacturer narrative:
Product complaint #(B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Section e1: initial reporter phone: (B)(6). Section b5: additional information received indicated that the three previous coils were implanted without any problems. The device could be moved. The introducer was flushed until liquid was visible at the distal end of the slit in the clear tube. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during coil advancement. No excessive force was applied to the device. Complaint conclusion: as reported by the field, this was a cerebral neurosurgical unruptured aneurysm at the middle cerebral artery (mca). Three coils (2.5x2.5 g3xsft) (2x3 g3mini) (1.5x2 g3mini) were used and implanted without any problems. After that, a galaxy g3 mini 1mm x 2cm coil (glm910020, l15058) was used as the fourth coil but there was a resistance felt between the complaint coil and the sl10 microcatheter, stryker. The microcatheter kicked back. The physician removed the complaint coil and the microcatheter (mc) together successfully. The procedure was completed. There was no reported patient injury. A continuous flush was done. Additional information received indicated that the three previous coils were implanted without any problems. The device could be moved. The introducer was flushed until liquid was visible at the distal end of the slit in the clear tube. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during coil advancement. No excessive force was applied to the device. The devices were discarded; therefore, no further investigation can be performed. A manufacturing record evaluation (mre) was performed for the finished device l15058 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint of ¿coil ¿ positioning difficulty¿ and ¿detachable coil delivery system (dcs) - resistance/friction-during advancement with loss of cerebral target position¿ could not be confirmed. Based on the device history record review, there is no indication that the events are related to the device manufacturing process. Assignment of root cause for the events remain speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation/interaction, aneurysm size and vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, this was a cerebral neurosurgical unruptured aneurysm at the middle cerebral artery (mca). Three coils (2.5x2.5 g3xsft) (2x3 g3mini) (1.5x2 g3mini) were used and implanted without any problems. After that, a galaxy g3 mini 1mm x 2cm coil (glm910020, l15058) was used as the fourth coil but there was a resistance felt between the complaint coil and the sl10 microcatheter, stryker. The microcatheter kicked back. The physician removed the complaint coil and the microcatheter (mc) together successfully. The procedure was completed. There was no reported patient injury. A continuous flush was done.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The devices were discarded; therefore, no further investigation can be performed. A manufacturing record evaluation (mre) was performed for the finished device l15058 number, and no non-conformances related to the malfunction were identified. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.